Event description:
During preparation for use, the air detection sensor issued an air detection alarm, even though air was not present. Removing and re-seating the air sensor module at its connection with the heart lung console restored the air sensing system to proper performance. There was no adverse consequence to the patient as a result of this event.